Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angioseal vip was returned for product evaluation. The returned sample included hemostasis sheath and carrier tube assembly. There was blood-like substances on the returned device. The hemostasis sheath was not mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The carrier tube assembly was subject to visual analysis. The bypass tube was completely dislodged from the carrier tube assembly. The was a bend observed on the shaft of the carrier tube assembly. The bypass tube was attempted to be placed over the anchor but could not be placed. Functional testing could not be performed based on this. The complaint could be confirmed for device pullout. The exact root cause could not be determined. The likely root cause is the user did not place the device in full forward lock position or the was an obstruction to the anchor posting. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that it a 5fr retrograde puncture of the common femoral artery (afc) was closed with a 6fr angio-seal. Everything felt normal upon pulling back and setting the anchor against the vessel wall. There was no resistance felt and the whole device came out. The procedure performed for the patient prior to use of closure device was a iliac stenting using a 5fr sheath. An ultrasound guided puncture was performed. There was no plaque was seen around the puncture site area. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were issues with insertion, deployment, or withdrawal of the device. Anchor was left stuck in the sheath. The patient was in stable condition. Hemostasis was achieved by manual compression. There was no patient harm.